Event description:
This patient is a female with a history of right breast cancer. She underwent a right breast mastectomy and left prophylactic mastectomy with stage I bilateral breast reconstruction using inamed 133 lv tissue expanders with a fill volume of 300 cubic centimeters last year. The patient developed a spontaneous deflation of a right breast implant earlier this year. The next week, the patient underwent removal of right breast tissue expander, moderate basal capsulotomy and replacement of right breast tissue expander.